Event description:
A customer reported a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The technical service representative (tsr) explained the alarm to the home patient (hp) and had the hp cycle the power on hc. A system error 2367 followed on the hc and the tsr explained the system error. The hp stated that they had pressed "go" prior to connecting. The tsr advised the hp to start over with all new supplies on the hc or use manual supplies to do a manual exchange for that night. The hp stated they would use manual supplies in order to complete therapy for that night. The hc was operational. There was patient involvement, however no patient injury nor medical intervention were indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A homechoice hardware device experienced an alarm indicative of a potential malfunction of the disposable cassette. As the cassette was not returned, a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Per baxter labeling, users are instructed to properly connect before starting therapy when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.